Event description:
The manufacturer received information alleging a ventilator shut down while in use on a patient and the patient was hospitalized. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm if the device contributed to the patient's condition. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section h1 on MDR 2518422-2019-02760-1. "Death" was incorrectly marked. Serious injury should have been marked. No death occurred as a result of this event.

Manufacturer narrative:
The manufacturer previously reported a ventilator shut down while in patient use. The device was returned to the manufacturer's product investigation laboratory for investigation. The ventilator's downloaded event logs were reviewed by the manufacturer and the manufacturer confirmed that the device did alarm appropriately to alert the caregiver. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.